Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, rewind test, excessive no delivery test and delivery accuracy test. No unexpected units in the insulin pump history noted. Device monitored for several days and no unexpected bolus and basal rate deliveries noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer received emergency medical assistance due to rapidly dropping blood glucose, with blood glucose of 108 mg/dl at the time of the incident. The customer was at 328 before the incident and was 468 mg/dl at the time of the call. The customer states the pump delivered 71 units of insulin without their input. The customer was given soda and intravenous glucose to treat. The customer treated for the high with manual injections as the doctor told them not to use the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. Customer also had recalled infusion sets. The insulin pump will not be returned for analysis.